Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the helix was first screwed the impedance on the pacing lead was undefined high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.